Event description:
The facility representative reported a pump that overinfused during pt use in an air med helicopter preparing for lift. The pump was swapped out immediately. The drug being infused was integrelin. No pt injury or medical intervention were reported. Pump was set to infuse 40 mi per hours, but had a total infusion time of 30 mins. No additional info is available at this time.

Manufacturer narrative:
The pump has been received in baxter, but an evaluation has not yet been completed. A follow-up report will be submitted when the evaluation has been completed.